Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture, loss of sensing, and high impedance. The lead was suspected of fracture and nicked by the physician. The lead was explanted and replaced. The patient was stable.